Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. The root cause of the system error 2240 alarm was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm which occurred on the home choice during drain 1. The technical service representative explained the alarm to the home patient (hp). The hp stated that the lines were all connected and the hp did not disconnect anytime during therapy. The hp was to restart with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).should additional information become available, a follow-up report will be submitted.